Event description:
Constant abdominal pain and cramping, gallbladder failed and removed in (B)(6) 2013, gi issues (constipation, diarrhea, irregular), h pylori, daily nausea and indigestion, daily extreme bloating that continues to get worse as time goes by, extremely heavy periods lasting for about 5 days, then continuing for about 4 more days as light (pink and brown). Chronic fatigue and muscle aches. Due to taking motrin regularly for the abdominal pain and muscle aches, I have developed stomach ulcers.